Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent strut row 1 on the distal end of the stent is slight pressed inwards onto the balloon. No issues with the balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-dec-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion with a severe bend was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0x15 emerge balloon catheter, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.